Event description:
It was reported that in cardiosave intra aortic balloon pump, the balloon will not open and shut causing error in device. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) 's balloon will not open and close. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d10, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to duplicate the alarms and speculated failure was caused by user error since the patient was moved during therapy. The unit functions to factory specifications and returned to customer.